Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-nov-2020, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implanted pump for an unknown indication for use. It was reported that the patient claimed the pump turns on/off which was affecting their dosing. There were no known environmental/external/patient factors that may have caused or contributed to the event. A catheter access port (cap) study was done and they were unable to aspirate the catheter. A rotor study was done which was successful. The hcp planned a catheter revision as they did not believe anything was wrong with the pump itself. Surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked and would not be made available. Additional information was received from a company representative (rep) reporting that the cause of the inability to aspirate the catheter was not determined. It was reported that there was not an issue with the patient's pump. The catheter revision was planned for the future but no date was set yet.